Event description:
It was reported that during a da vinci si hysterectomy procedure, while using the harmonic ace instrument, the harmonic ace insert broke and a piece from the insert fell into the patient. The accessory fragment was retrieved and the harmonic ace insert was replaced. The case continued as planned, however, after some time of use the replacement harmonic ace insert broke and a piece fell into the patient. Unable to locate the accessory fragment, the surgeon made the decision to complete the procedure with a replacement harmonic ace insert. Immediately following completion of the surgical procedure, x-rays of the patient's abdomen revealed the location of the broken piece and it was removed laparoscopically. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The harmonic ace insert has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the insert is returned (post engineering evaluation). Per the information provided by the customer, the broken insert piece was retrieved. As of (B)(6) 2011 there have been no reported recurrences of the issue at the hospital. The following medwatch report was sent to the FDA regarding the 2nd harmonic ace curved shears insert reported: MFR report 2955842-2012-00037.